Event description:
Surgeon opened reprocessed sterile trocar when he saw a red substance on the outside of the trocar. Surgeon gave the contaminated trocar to assistant and it was returned to ascent, the reprocessing company for analysis. Lab analysis conducted by ascent determined that the substance was hemoglobin. We do not feel that their lack of urgency or attention to this matter was appropriate for the seriousness of this event.